Event description:
Note: this MFR report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2008-6279 for a description of the other device. It was reported to boston scientific corporation in 2008, that a resolution clip device was used during a esophagogastroduodenoscopy (egd) procedure performed one month prior, (female patient; weight is unknown). According to the complainant, the physician attempted to stop a bleed with a resolution clip device, and during deployment the clip "fell apart. One side fell off as soon as it came out of the sheath." The physician attempted to complete the procedure with another resolution clip device.

Manufacturer narrative:
A visual inspection of the returned device revealed that the clip assembly was not deployed, the capsule tabs were open and one clip was missing and not returned. The capsule was still locked on the bushing, the tension breaker was present and undeformed and attached to the yoke. The yoke was still attached to the control wire, and the remaining clip was not locked in the capsule. Once the capsule tabs are open and the clips are attempted to be opened it is possible for one or both of the clips to become separated from the device. The cause of the reported malfunction is undetermined; it is likely attributable to procedural use (i.e. Operational context). A review of the device history record for the pertinent lot was performed; no anomalies were noted.